Event description:
Customer reported system would not boot completely and was displaying an invalid input signal error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. System operates as intended.